Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure occurred on (B)(6) 2013 due to stem subsidence caused by improper selection of stem size during initial procedure. The modular head, femoral stem, and liner were removed and replaced. Patient was further revised on (B)(6) 2015 due to a fractured poly liner. The modular head, acetabular cup, and liner were removed and replaced with a biomet head and taper adapter and a competitor cup and liner.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2015 due to a fractured poly liner. The modular head and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation it was noted that there was abrasion, deformation on the articular surface, possibly evidence of impingement, and evidence of possible metal transfer on the head, however examination of returned devices were inconclusive in determining root cause. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-01457 & 02020).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure occurred on (B)(6) 2013 due to stem subsidence. The modular head, femoral stem, and liner were removed and replaced. Patient was further revised on (B)(6) 2015 due to a fractured poly liner. The modular head, acetabular cup, and liner were removed and replaced with a biomet head and taper adapter and a competitor cup and liner.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.